Event description:
It was reported by abiomed's field service representative that a console (aic) that had been in use since on (B)(6) 2024, was unable to download data onto the usb drive. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported aic issue downloading to the usb has been completed. The console logs were successfully downloaded, revealing multiple instances of the "algs suspended opm signal invalid" error, followed by several placement signal low (event#: 439) alarms, triggered by the signal-to-noise ratio (snr) falling below the minimum threshold. The lt_log data revealed that the unreliable placement signal persisted throughout most of the case, with varying intensity, which corresponded to the low snr. This caused repeated placement signal low alarms (#: 439) due to the low snr. Additionally, the rt_log data showed low contrast and snr values. Further data analysis revealed a controller error alarm (opm comm crc error ¿ event#: 1045). The rt logs confirmed that all signals from the optical bench (placement, snr, contrast, lamp, gain) were recorded as 16384 values due to the crc error. The imc logs also show multiple "impella stopped (#: 13, motor current high) [detected by epc] - alarm" and "impella stopped (#: 18) retrograde flow alarm". For further information on the impella stop alarm. The console ic8602 was returned to field service for further investigation. The aic data download issues were not reproduced, as aic data logs were successfully downloaded. Testing of the optical system revealed that the snr value (one of the 5s parameters) was only marginally passing (~3000), but this didn't cause optical signal issues when testing with a known good pump. The analog output of the ccd from the optical bench no distortions in the signal (envelope/fringe) was observed. The issues with aic data download could not be reproduced/ cause not determined, as no issues were found with the initial data log download process. The controller error due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The root cause of the optical signal issue was most likely due marginally low snr optical bench.